Manufacturer narrative:
Evaluation completed. One opened bl5425w pack from lot v5408 was returned. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter started out cutting at 5000 c.p.m. But gradually stopped cutting as the inner needle stopped retracting from the port. The cut rate was reduced to 1000 c.p.m. The cutter had good clean cuts. The cut rate was slowly increased. At 3000 c.p.m. The inner needle again began to stop retracting from the port until it eventually blocked the port and stopped cutting. This cutter is not performing as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during the procedure the vitrectomy cutter stopped cutting. They replaced it with a backup cutter and continued the surgery with no issue. No issue to the patient.